Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pcb was replaced and the problem was resolved. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported, a system message displayed during set up. The system was switched out to complete cases. This delayed the case about 15 minutes. No patient injury was reported.